Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced without incident. Device replacement addressed the issue.

Manufacturer narrative:
This ipg serial number was included a field advisory. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient¿s ipg shuts off without prompting. Patient feels a shocking sensation when the ipg shuts off and turns back on. Manufacturer's representative attempted to reprogram; however, issue persisted. In turn, surgical intervention may be pending to address the issue.